Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from her insulin pump. The customer's blood glucose level was 156 mg/dl. The customer stated she changes her infusion set and reservoir every six days rather than the recommended two to three days. The customer was advised to change her reservoir or infusion set every two to three days. The customer stated she would change her reservoir and infusion set to resolve the no delivery alarm. The product is not being returned. Nothing further was reported.